Event description:
It was reported that the remote-control plug was out of order. There was unknown patient involvement. Analysis of the device found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
E1: facility name "(B)(6)". Address line 1 " (B)(6) hospital". Address line 2 "(B)(6)". H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the remote dose connector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined the remote dose connector and dso seal were damaged. Both the dso seal and dose connector were replaced.